Manufacturer narrative:
The coil was not attached to the gripper. It was received separated, tangled and elongated. Introducer was not received. Involved microcatheter was not received. No functional test could be done with unit due to the returned condition. The outer diameters of the delivery tube was found within specification. Manufacturing records for lot were reviewed and results indicate that product met quality requirements for product acceptance. Inspections are in place to prevent damaged coils before leaving the facility. In order to maintain lubricity of the inner lumen of the microcatheter, the IFU instructs that a continuous flush must be maintained. The flush rate must be monitored after introduction of the coil introducer into the microcatheter to ensure that an adequate flush is maintained. It is not known if this procedural factor contributed to the resistance encountered with insertion of the coil into the microcatheter. Because the subsequent coil was inserted into the micorcatheter, it is possible that the insertion difficulty encountered was due to coil disorientation within the microcatheter. The IFU further warns that the coil should never be advanced against resistance without determining the cause as it may result in coil damage. It is not known if the resistance encountered with insertion of the coil into the microcatheter caused the elongation of the coil found with product analysis. Because the elongated condition of the coil was not reported by the user, it is likely that it was caused by post procedure handling and packaging of the product. The cause resistance friction cannot be determined. The cause of the elongated coil and the insertion/withdrawal difficulty experienced by the customer could not be conclusively determined, but may have occurred after the procedure.

Event description:
During an embolization procedure or the basilar tip, resistance was noted between two dcs coil and a rapid transit microcatheter. The coils were removed, and the procedure was successfully completed with another coil (size and lot unknown). There was no vessel tortuosity and no other info available. There was no adverse consequence to the pt. Further review of the analysis performed on the returned product determined that there was a reportable product malfunction that was not evident from the info provided by the customer. One of the returned coils was elongated.